Manufacturer narrative:
H6: investigation summary: one photo which displays the product information was provided. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2301101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stopper was verified to be properly attached, and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ syringe plunger is not allowing clinician to draw medication. The following was received by the initial reporter: verbatim: they were using 50 ml in ICU . While preparation refilling drug nurses feel stiction and syringe is too hard its not come back they feel plunger is hard in plastipak 50ml only.

Event description:
It was reported that the bd plastipak¿ syringe plunger is not allowing clinician to draw medication. The following was received by the initial reporter: verbatim: they were using 50 ml in ICU . While preparation refilling drug nurses feel stiction and syringe is too hard its not come back they feel plunger is hard in plastipak 50ml only.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.